Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Multiple temperatures alarms occurred intermittently. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was in the range of 54-500 mg/dl.